Manufacturer narrative:
The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. The pump was received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test due to physical damage. The pump was received with minor scratched display window and case. No physical damage to battery tube was found per visual inspection.

Event description:
The customer reported via phone call that the battery compartment was broken. The customer¿s blood glucose level was 119 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.